Event description:
Device 1 of 2. Ref MFR reported# 1627487-2013-23297. It was reported the patient no longer desired to have her scs system implanted. It was also reported the patient no longer had to use the system. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 to have her system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.